Event description:
The pt underwent a diagnostic procedure in 2000. The cardiologist closed the arteriotomy with the closer tsl 6fr device. On 05/22/2000 the pt presented in the ER with bleeding and an infection in the groin area. A pseudoaneurysm was detected and a vascular surgeon was called in to repair the artery. The vascular surgeon noted that the common femoral artery was badly diseased and fragile. The artery was repaired with a vein graft and the pt rec'd two units of packed cells. The infection was shown to be methicillin resistant staphylococcus aureus and the pt was treated with the antibiotics ancef and vancomycin. Field reports indicate the pt was overweight and had poor hygiene. It was also stated that neither the cardiologist nor the hosp thought that the infection was device related. Field reports also indicated that this hosp has had 3 recent infections post angiography, including this event. The two other infections occurred in pts whose arteriotomies were not closed with a perclose device.